Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4), omsc concluded that the reported phenomenon was attributed to the user handling due to the following. The user pulled off the power cord when disconnecting the power cord from the subject device, or a strong impact such as dropping was applied to the subject device.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus europa (B)(4), it was found that the power cord receptacle at the back of the subject device was broken. The occurrence date of event is unknown. There was no report of patient injury associated with the event.